Manufacturer narrative:
The covidien customer service engineer (cse) verified the malfunction and replaced the graphical user interface (gui), printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications. Covidien reference # (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an erratic top display. There was no reported patient involvement.